Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Despite reloading the cartridge and loading a new cartridge onto the pump, customer did not receive an accurate fill estimate. The customer reported a blood glucose level of 173 (mg/dl) and delivered a bolus with the pump to stabilize bg level. Customer will use the current pump as backup therapy until replacement pump is received.